Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and device evaluation found the following: the housing had cracked bezel; and the printed circuit board (x-board); clone out does not work, a new qb board (circuit board) is required. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the high definition lcd monitor for the annual inspection, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the circuit board (x-board) unit does not power off. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.